Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and subsequently expired the next day. It was reported that the events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.